Event description:
The pt ((B)(6)) was implanted with percutaneous trial leads on (B)(6) 2010. It was reported that the pt developed urticaria at the site of the electrode and to the neck area. The physician alleged that the pt had developed an allergic reaction to the implanted lead. Medication was prescribed and the lead was explanted. The explanted lead will not be returned to the manufacturer for evaluation. Follow up on the pt found that the pt recovered from the allergic reaction.

Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.